Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Evaluation of the device's battery found that it was depleted, causing the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.